Event description:
A consumer reported an event with listerine sensitivity zero alcohol mouthrinse fresh mint. Consumer reported she used the product for a month, once a day in the evening, and it turned her teeth brown. Consumer stated she sought medical attention, by going to her dentist, to remove the stain. She also used whiteners for treatment. The consumer is no longer experiencing any symptoms.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity and race were not provided for reporting. This report is for one (1) listerine sensitivity zero alcohol mouthrinse frsh mnt 500ml USA 312547235976 1254723597usa 1254723597usa, lot number ni. UDI #: (B)(4). Upc #: 312547235976, lot #: ni and exp date: ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.